Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system that was inside the related watchman truseal access system. The devices were bloody, and soaked for 11 days, but the devices could not be separated from each other. The device implant and the core wire were not returned for analysis. Analysis of the returned delivery system included microscopic and visual inspection of the tip, sheath, hub/valve. Inspection revealed 12mm of the delivery system protruding out form the truseal and had sheath damage (abrasions/bent), tip damage (tricuts bent/folded back/abrasions), and sheath damage (stretched) between the wds hub/valve and the truseal hub for approximately 30cm. The sheath stretching occurred during the attempt to separate the devices. No other damage or defect was found.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. On the first deployment the closure device was deployed with too much shoulder. A partial recapture was performed and redeployment of the device was too deep. Another partial recapture was performed and then the closure device was redeployed in good position so it was released. After release of the device a pericardial effusion was noticed. A pericardiocentesis was performed and approximately 800ml of blood was aspirated. The pericardial effusion was considered resolved and the patent was sent to the intensive care unit. There were no further complications. The patient was fine. It was further reported that the access system was deep seated in the laa prior to the deployment of the closure device. The pericardial effusion occurred before the release of the device based on a confirmed perforation, but noticed after release. The pericardial effusion was discovered through a transesophageal echocardiogram (tee). Cardiac tamponade also occurred. The patient is well and stable and was released from the hospital.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. On the first deployment the closure device was deployed with too much shoulder. A partial recapture was performed and redeployment of the device was too deep. Another partial recapture was performed and then the closure device was redeployed in good position so it was released. After release of the device a pericardial effusion was noticed. A pericardiocentesis was performed and approximately 800ml of blood was aspirated. The pericardial effusion was considered resolved and the patent was sent to the intensive care unit. There were no further complications. The patient was fine.